Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) performed a remote fix by changing the internet protocol (ip) address of the drawers, rebooting the system, and then restoring the original ip address. The system functioned as intended after the field service engineer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.